Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rv defib impedance and triggered an alert. There was also one oversense during a manual impedance check. The lead would continue to be monitored through remote transmissions. The rv lead remains in use. No patient complications have been reported as a result of this event.